Event description:
The customer reported that the system did not fluoro and there was no image on the monitor. Also the technique tracks to maximum.

Manufacturer narrative:
(B) (4). The ge service rep replaced the fuse f1 on power distribution pcb in tower. The system operates as intended at this time. (B) (4)